Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the sure-loktm thread allegedly showed digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 8f navarre drainage catheter locking pigtail segment was returned for evaluation and three photos were provided for review. The photo show partial view of drainage catheter in which the thread was noted in the distal tip of the catheter. However, the proximal and distal thread hole area in the distal tip of catheter was not visible. The device appeared to be pigtailed at the distal end of the catheter. Visual and functional evaluations were performed. Pigtail thread was noted throughout the catheter. The thread was observed protruding from within the catheter hub; the thread was not protruding the thread hole on the hub. The catheter appeared pigtailed at the distal end of the catheter. An attempt to carefully removed the stylet and cannula from the catheter was performed and was successful without issue. The catheter was noted to j-curve on the distal end after the stylet/cannula were removed. Pigtail thread was noted on the drainage holes of the catheter. Upon performing next test, the pigtail thread was protruding the catheter hub, not the thread hole in the hub. An attempt to pull the pigtail thread on the catheter was performed and the catheter was noted to j-curve on the distal end; no damage was noted on the thread during the test performed as no detachment was felt. An attempt to tie the thread around the catheter hub was performed and was unsuccessful due to the thread protruding from the catheter hub. Therefore, the investigation is confirmed for the identified device dislodged or dislocated issues. However, the investigation is unconfirmed for the reported thread break and material separation issue as no damage was noted on the thread during the test performed as no detachment was felt. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the sure-loktm thread allegedly showed digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Three photos were provided for review. The photo show partial view of drainage catheter in which the thread was noted in the distal tip of the catheter. However, the proximal and distal thread hole area in the distal tip of catheter was not visible. Therefore, the investigation is inconclusive for the reported thread break and material separation issues as the provided photos were not sufficient to confirm the reported issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided drainage catheter placement procedure using navarre drainage catheter. Post the procedure, the sure-loktm thread allegedly showed digression. The procedure was completed using another device. There was no reported patient injury.